Event description:
An attorney alleges the patient died in 2007, with the cause of death being "cardiovascular arrest," a condition which the lead was "designed to prevent." The cause of death has been requested but not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Our records indicate the patient expired more than one year ago. It is not known if the lead was explanted post-mortem. The cause of death has been requested but has not been received.